Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that had when the stimulator was originally put in it was done incorrectly. The stimulation was only covering a portion of his lower back. They said when he got the device he thought it was pretty good then later on he noticed not getting coverage high enough where he has a tri fusion. He said, it did not cover that whole area tri fusion area. They said they met with the rep 4-5 times and tried to get coverage, but no matter what she did they couldn't get it up high enough. The patient said they were going to have it moved up, but they are having troubles with one doctor that didn't want to touch another doctor's work and he can't go back to the previous doctor. No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they have had new intellis device put in.